Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was giving error messages. Animas has attempted to follow up with the patient but has been unsuccessful at this time. This complaint is being reported because animas has been unable to troubleshoot the reported issue to determine if the issue is resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed a cs 088 alarm. The black box and histories for the issue were overwritten. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).